Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen unexpectedly "goes blank" and the led light stops blinking when the pump battery is at approximately 40 percent. No alarms had occurred. After charging the pump, the pump would reset. The customer's blood glucose (bg) level was approximately 400 mg/dl and an insulin injection was administered to address the bg level. The customer was to continue to use the pump to manage diabetes.